Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11142r31, implanted: (B)(6) 2002, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving bupivacaine (concentration 15.0 mg/ml dose4.807 mg/day), clonidine (concentration 500.0mcg/ml dose 160.23mcg/day and hydromorphine (concentration 0.5mg/ml dose 0.16023mg/day via an implantable infusion pump. The indication for use was noted as malignant pain. On (B)(6) 2015, the patient reported experiencing side effects with personal therapy manager (ptm) activations; the patient felt lightheaded, dizzy, and also felt like she was receiving 'too much medication' with bolus activations. The patient reported that she rarely uses the ptm due to this. The event severity was noted as mild. As of 07/29/2015, the event was unresolved with no further actions planned. On (B)(6) 2015, the patient reported experiencing intrathecal medication side effects; the patient's pump was refilled with new hydromorphone and the patient reported feeling lightheaded and dizzy. The patient was scheduled for evaluation and no changes were made to her intrathecal doses. The severity was noted as mild. The event was resolved without sequelae as of 07/27/2015.